Event description:
Event: conversion to open surgical repair. Case detail: the pt is reported to have tortuous calcified anatomy. The physician attempted to pass the device through the right common iliac, which resulted in a perforation of the vessel. The pt is stable.